Manufacturer narrative:
We initially filed this MDR through esubmitter but failed to complete the submission via esg. This was discovered during an audit. At that point, we discovered the esg portal wasn't properly set up for zynex medical, inc. While updating esubmitter, we learned that the esubmitter program needed to be updated. While updating the esubmitter program, we discovered a bug in the program that wouldn't allow the completion of the submission. A ticket was initiated and submitted to both cesub help desk and the esgng support email links on november 3, 2025, november 10, 2025, november 18, 2025, november 19, 2025, the first response we received for support was on 12/3/2025, which directed us to uninstall/reinstall the software, which we did twice, with no resolution. We then attempted to install the software on a completely different computer, which failed to resolve the issue as well. I then submitted additional help desk tickets to the esubmitter, cdrhesub, and emdr support links on 12/9/2025. On 12/11/2025, I received an acknowledgement from the esubmitter help desk that they discovered an issue with the program and would respond when resolved. On 12/29/2025, we received a solution and directions for fixing the software bug, which resolved the issue.

Event description:
The patient was at a clinic and the electrodes were placed around his knee cap to show the patient how to use the device and when the device was turned to 3ma on ifc the patient lost conciousness for approximately one minute. The clinic immediately removed the device and notified the territory manager.